Event description:
It was reported that the camera head had no image. The issue occurred during preparation for use for an unspecified procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the following malfunction was found during the device evaluation: the device had scratched video connector pins causing image issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image. The issue occurred during preparation for use for an unspecified procedure that was completed using a similar device. There were no reports of patient harm.